Event description:
Hospital reported that the pump was set up to infuse lidocaine at a rate of 30cc/hr. Nursing observed, during pt transport, that the rate changed to 100 cc. There was no pt consequence.